Manufacturer narrative:
Device not returned for evaluation. If additional information is received it will be reported on a supplemental report. Device not available..

Event description:
Resident was screwing in a 2.2 x 6mm delta screw and the blade snapped.